Event description:
Covidien received info stating that an 840 ventilator stopped cycling while in use on a pt. The pt was removed from the ventilator and placed on a second ventilator. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and found error codes relevant to the malfunction in the memory log. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb) and upgraded the software to the current revision. The cse performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
Covidien reference number (B)(4). Re-evaluation of the complaint identified the xb0069 was found to be present within the diagnostic log of the device associated with this complaint. The xb0069 is a monitoring task that runs on the gui (graphic user interface) cpu processor. If the gui monitoring task has determined that the pressure exceeds the clinician set pressure limit and the bbu has not triggered a high pressure patient alarm, then the xb0069 code is initiated. Once the xb0069 is initiated the pb840 ventilator system enters a ventilator inoperative condition which triggers the safety valve to open and initiates a continuous high priority alarm. When the safety valve is open, the ventilator opens a path for the pt to breathe room air spontaneously, although positive pressure ventilator is no longer provided. Field action associated with this issue was issued (B)(4) 2013.